Manufacturer narrative:
Concomitant medical products: product ID 37602 lot# serial# (B)(4) implanted: (B)(6) 2021 explanted: product type implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that since implant the patient has noticed more dyskinesia than with prior implant. The patient representative was concerned that due to the rapid  implanted neurostimulator (ins) battery depletion and batteries depleting at different rates even though amplitude is the same and wonder if these details mean there is an issue. Battery depletion journal:5/53.13 r3.14 l5/25 **3.17 r3.09 l6/163.04 r3.06 l. The patient was redirected to their healthcare provider to further address the issue.